Event description:
It was reported that the device battery measured 2.61v, with rrt (recommended replacement time) triggered and 13.1 second charge time. Longevity performance of the device was questioned, as programmed outputs were always low, and no therapies were thought to have been delivered. The device will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.